Event description:
Hamilton medical ag received the following description: alarm "panel connection lost". The failure did not occur during ventilation.

Manufacturer narrative:
Investigation is ongoing.